Manufacturer narrative:
The device system was explanted.

Event description:
This supplemental report is being filed because the device and lead were explanted.

Manufacturer narrative:
The device system remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this patient presented with redness and tenderness at the implant site. No action was taken at that time. The patient presented a few days later with a small open area and serous sanguineous exudate expelled, at the implant site. At which time, oral antibiotics were prescribed for infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide product analysis results.